Event description:
A customer notified biomerieux that they had a mis-identification when using the vitek® ms instrument. An industry sample was identified by the instrument as mycobacterium africanum instead of as corynebacterium aftermentans. A second sample was identified by the instrument as bacillus anthracis instead of as paenibacillus glucanolyticus. Since this is an industry sample and not a patient sample, no injury or death happened as a result of the mis-identifications. An investigation will be initiated by biomerieux to investigate this event.

Manufacturer narrative:
A customer notified biomerieux of a mis-identification when using the vitek® ms instrument. An internal biomérieux investigation was performed. The customer reported two (2) different identification issues: - issue 1 on isolate 2(b): vitek ms: mycobacterium africanum instead of corynebacterium afermentans. - issue 2 on isolate 4: vitek ms: low discrimination with b. Anthracis in the list instead of paenibacillus glucanolyticus. The two (2) expected species are not included in the current vitek ms knowledge base (kb) v2.0. However, the two (2) species have been included in database ind 3.1, which has been available for us industry customers since september 2016. - regarding issue 1, the vitek ms system identification is based on a comparison between spectra acquired and species pattern available in the knowledge base. If the strain tested is not in the knowledge base, no species pattern will be available for comparison. Consequently, the system can give noid or as the system is looking for the nearest species pattern, it can also give a low discrimination result or an incorrect identification (often the same genus level, but also wrong identification at genus level). - regarding issue 2, the system performed as expected. The tested species corynebacterium afermentans is not included in the vitek ms kb v2.0. The system provided a low discrimination result, in this situation, according to the vitek ms workflow user manual, paragraph 9, "results and interpretation", the user should separate the species by further testing. This was actually done in this case since a sequencing allowed a precise identification result. The root cause of the identification issues (misidentification or low discrimination results) is related to the system being out of fine tuning acceptance criteria. The last fine tuning was performed was before the misidentification on (B)(6) 2016 (according to sap record - see notification sap 1790652), the misidentifications occurred on (B)(6) 2016. As per vitek ms v2 service manual 4501-2208-d on preventative maintenance: "after initial installation, or after changing the detector, it is recommended to follow up the acquired calibration spectra every week for at least one month, or until the first re-tuning has been done, due to the initial drift of the detector. After this initial period, the follow-up should be done each month." The system fine tuning should have been checked before the (B)(6) 2016 to avoid the misidentification. A fine tuning was done on this system on (B)(6) 2016 and the two (2) isolates were tested again on (B)(6) 2016: no misidentification was obtained after fine tuning. - the isolate 2b was not identified with kb v2.0. The expected identification (corynebacterium afermentans) is not included in vitek ms v2.0 database. So this result is expected. Corynebacterium afermentans has been included to next databases v3.0 and v3.1. The customer's mzml files have been reprocessed with these databases but are still not identified. This could probably be explained by the quality of the spectra since customer's spectra before fine tuning provided the correct result (corynebacterium afermentans) once reprocessed with next kb v3.0 and v3.1. - the isolate 4 was identified as paenibacillus spp with kb v2.0. The expected identification (paenibacillus glucanolyticus) is not included in vitek ms v2.0 database. So vitek ms provided the correct identification considering what is in the database. Paenibacillus glucanolyticus has been included in the next databases v3.0 and v3.1. The customer's mzml files have been reprocessed with these database and the correct identification was obtained.